Event description:
Type I hypersensitivity [type I hypersensitivity] ([angioedema], [pruritus], [rash], [dermatitis]). Case narrative: on (B)(6) 2025 the spanish subsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected on (B)(6) 2025 with: - 1.2 ml of ultra deep in the cheeks (1ml) and in the pyriform (0.2 ml) using the bolus technique and the needle supplied in the box. (Rc/2507044). - 1 ml of rha 3 in the nasolabial folds using the retro tracing technique and the needle supplied in the box. (Current complaint). The patient had a history of injection with ha for 10 years without any reaction, but it was the first injection in the cheeks. The following day, on (B)(6) 2025, the patient experienced erythema, rash and inflammation in the cheeks, inflammation and pruritus in the perioral area. On (B)(6) 2025, the patient went to emergency room and received intramuscular glucocorticoids (methylprednisolone) and antihistamines (polaramine). Oral corticosteroids were also prescribed with a tapering schedule. On (B)(6) 2025, the symptoms were improving but mild inflammation, pruritus and rash were persisting. A local medical expert was in contact with the injector and confirmed that the patient had a generalized inflammation with angioedema. No nodules or hardening of filler was noticed. Therefore, the case was assessed as serious and reportable. The local medical expert suspected a type I hypersensitivity reaction to the lidocaine present in the filler or in the emla cream. According to the information received on (B)(6) 2025, the patient was responded positively to the corticoids and to the antihistamines and a lidocaine allergy test was recommended. Despite several reminders no additional information was retrieved therefore the case was closed as this. Case comments: alawami, a. And tannous, z., 2020. Late onset hypersensitivity reaction to hyaluronic acid dermal fillers manifesting as cutaneous and visceral angioedema. Journal of cosmetic dermatology, 20(5), pp.1483-1485. De boulle, k. And heydenrych, I., 2015. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Kato, k. And inoue, e., 2022. An anaphylactic reaction after simultaneous injection of hyaluronic acid fillers and human collagen. Journal of cosmetic and laser therapy, pp.1-3. Mikkilineni, r., wipf, a., farah, r. And sadick, n., 2020. New classification schemata of hypersensitivity adverse effects after hyaluronic acid injections: pathophysiology, treatment algorithm, and prevention. Dermatologic surgery, 46(11), pp.1404-1409. Pavicic, t. And funt, d., 2013. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clinical, cosmetic, and investigational dermatology singh, k. And nooreyezdan, s., 2020. Nonvascular complications of injectable fillers[?]prevention and management. Indian journal of plastic surgery, 53(03), pp.335-343.

Manufacturer narrative:
Localized allergic reactions that may manifest as rash, erythema, inflammation and angioedema within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. It has to be noted that in this case emla cream was also suspected as responsible for the reaction.

Manufacturer narrative:
According to the information received this case seems to be linked to a type I hypersensitivity reaction. Localized allergic reactions that may manifest as rash, erythema, inflammation and angioedema within minutes to hours are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. The batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teoxane product.

Event description:
Type I hypersensitivity [type I hypersensitivity] ([angioedema], [pruritus], [rash], [dermatitis]). Case narrative: on (B)(6) 2025 the spanish subsidiary notified teoxane geneva about an adverse event. According to the information received, the patient was injected on (B)(6) 2025 with: - 1.2 ml of ultra deep in the cheeks (1ml) and in the pyriform (0.2 ml) using the bolus technique and the needle supplied in the box. (Rc/2507045). - 1 ml of rha 3 in the nasolabial folds using the retrotracing technique and the needle supplied in the box. (Current complaint). The patient had history of injection with ha for 10 years without any reaction but it was the first injection in the cheeks. The following day, on 02-jul-2025, the patient experienced an erythema, rash and inflammation in the cheeks and a rash, inflammation and pruritus in the perioral area. On 05-jul-2025, the patient went to emergency room and received intramuscular glucocorticoids (methylprednisolone) and antihistamines (polaramine). Oral corticosteroids were also prescribed with a tapering schedule. On (B)(6) 2025, the symptoms were improving but a mild inflammation, pruritus and rash were persisting. A local medical expert was in contact with the injector and confirmed that the patient had a generalized inflammation with angioedema. No nodule or hardening of filler was noticed. Therefore, the case was assessed as serious and reportable. The local medical expert suspected a type I hypersensitivity reaction to the lidocaine present in the filler or in the emla cream. According to the information received on 14-jul-2025, the patient was responded positively to the corticoids and to anti histamines and a lidocaine allergy test was recommended. At the time of this report, no additional information was obtained but evolution of symptoms is being monitored.